Event description:
It was reported via legal action that an employee was allegedly injured when the cot reportedly collapsed when the wheels "failed to lock." It is unk if there was pt involvement, however, adverse consequences have been reported.

Manufacturer narrative:
Investigation underway.